Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motion sensor test failure alarm or perform the occlusion and no delivery test due to motor error alarm. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for insulin pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer unable to rewind pump, test was failed. Customer reported that every time when try to rewind it get the insulin pump error the screen goes black and then it restarts and tells customer to rewind it again. Based on troubleshoot the insulin pump is being replaced. The insulin pump will be returned for analysis.